Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor and no delivery tests. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 222 mg/dl. Troubleshooting was performed for high blood glucose but troubleshooting could not continue due to button error. Caller was advised that insulin pump would need to be replaced.